Manufacturer narrative:
No service on the support arm was requested. The user facility reportedly scrapped the defective support arm. No further details of the damage was provided. Due to lack of information, it is not possible to identify the underlying cause of the issue. (B)(4).

Event description:
It was reported that the ventilator's support arm used for holding the patient circuit broke. Patient involvement is unknown. Manufacturer's ref #: (B)(4).